Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cp support the patient went into sustained ventricular tachycardia and required defibrillation and several rounds of cardiopulmonary resuscitation. An echocardiogram showed the pump was deep so it was pulled back but was difficult to position. A right arterial distal perfusion catheter and a left femoral arterial sheath were placed to address loss of pulses. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no product was returned. Tachycardia/ ischemia: in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): no product was returned. Pump was positioned deep but then pulled back resolved under echo. The cause of the positioning issue cannot be determined since the insufficient clinical details were provided. Device history lot: device lot: 1946925. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.